Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data was provided for investigation. The problem was confirmed. The root cause was determined to be a failed transmitter error. The reported issue of pairing failure is reportable based on the finding of a transmitter failure.